Event description:
The hospital reported that while preparing for an endoscopic vein harvesting procedure, the hemopro device was plugged in and the toggle switch was turned on, then the device began overheating and glowing red. The device was not used on the pt. Then the short port btt black inflation valve popped out during use. A replacement kit was used to complete the procedure. The hospital did not report any pts complications. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that the cold jaw boot had a minor burn mark. The hot jaw boot had some blood contamination. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found after several device activations. The device met electrical product specifications during this test. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).